Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported three days post implant that there was a dissection of the coronary sinus (cs). The right ventricular (rv) lead remains in use as they plan to bring the patient back at a later date. No further patient complications have been reported as a result of this event.